Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level had elevated to the 400 - 500's range (mg/dl). As the customer had changed out the site and cartridge prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The customer reverted to the use of a backup pump.